Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The ccc have been returned and evaluated by the failure analysis team on 09/19/2025. Fa investigation confirmed and replicated the customer reported complaint. This error is not associated with an error code so it could not be confirmed via lighthouse. The vision side cart (vsc) ccc was visually inspected, where no issues were found. The unit was taken to a programming station, where it was confirmed bricked. The ccc was unbricked and installed onto a system where it functioned as expected. The ccc have been returned and evaluated by the failure analysis team on 10/07/2025. Fa investigation confirmed and replicated the customer reported complaint. In artemis and lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The surgeon side console (ssc) ccc was installed onto a golden system where failure was triggered by indicating faults on the ccc was brick/corrupted, replicating the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) during setup to report that he has an insufflator disabled message. Prior to calling in, customer power cycled the system several times, but message came up each time. The tse walked caller through a hard power cycle of the tower, but issue persisted upon power up. Customer had already brought in a third-party insufflator for use. The procedure was completing as planned with no reported injury.